Manufacturer narrative:
Continuation of concomitant products: product ID: dtba1q1 ICD, implanted: (B)(6) 2016; 459888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial under sensing on current electrocardiogram (egm) and non-sustained ventricular ta chycardia (vt) and vt monitored epsiodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.